Manufacturer narrative:
Investigation: two platelet bags in separate biohazard bags were returned to terumo bct for investigation. Upon visual inspection, it was noted that the primary platelet bag contained product with a note indicating quarantine for a positive culture. The secondary bag contained product residue and the customer marked the area of the leak on the front side of the bag above the label. The vinyl was observed to be torn from the side of the hanger perforation to the main body of the bag. A hole measuring approximately 2mm in diameter was identified in the perimeter weld of the torn area. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they received a positive test result on a double platelet product collected on trima. The two platelet products were collected, processed and shipped to a hospital where a small leak was found near the bag hanger loop on one of the product bags. The product bag without leak was cultured and tested positive for lactococcus lactis. Full donor unit #: (B)(6). Donor outcome and age are not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The products were not transfused, therefore, there was not patient involved for this event. The donor information for this event has been provided.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct internal quality lab documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Per literature review, lactococcus lactis is one of the most important microorganisms in the dairy industry relating to the production of buttermilk and cheeses. Updated root cause: the root cause for the tear in the secondary product could not be determined. Possible root causes include but are not limited to:- mishandling during the manufacturing process.- mishandling during collection.- mishandling during shipping of the product. Sources of bacterial contamination could not be determined. Possible causes for the bacterial contamination include but are not limited to:- poor phlebotomy venipuncture- the bacteria may have been introduced via the leak in the secondary bag and possibly were transferred to the mother bag when the contents in the secondary bag were combined with the contents in the mother bag for bacterial testing.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
The customer declined to provide patient outcome.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the run data files was analyzed for this event and it was confirmed that the system performed as intended and there was no machine malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per customer follow up, the product was collected on a trima device and the tubing below the y connector was sealed after the procedure was completed. A sample was removed from the mother bag using the bact sampler attached to the kit for culture 24 hours after the collection. Following the bacterial sampling, the product was split into two products at the collection site. Each product was separated prior to labeling and shipping to the hospital. The products and the culture sample were then sent to the hospital and microbiology for culture. The bact alert bottle was placed into culture for 18 hours prior to releasing the product to inventory. The leak was only discovered at the hospital. The secondary bag with the leak was not tested. The leaked bag had been returned to the collection site and placed into quarantine the day before the other bag tested positive in culture. Terumo bct submitted the returned product for microbial identification and the results confirmed the same species (lactococcus lactis) tested positive by the customer. Root cause: the root cause for the bacterial contamination could no be determined. Sources of bacterial contamination include but are not limited to:- poor phlebotomy venipuncture- the bacteria were introduced via the leak in the secondary bag. They were subsequently transferred to the mother bag when the contents in the secondary bag were combined with the contents in the mother bag for bacterial testing. Per terumo bct internal quality lab documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. The root cause for the tear in the secondary product could not be determined. Possible root causes include but are not limited to:- mishandling during the manufacturing process.- mishandling during collection.- mishandling during shipping of the product.